Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to cable failure. During the inspection error e226/e228 (scope communication error) was found. Additional findings were as follow: the charge coupled device had internal corrosion and the cable had buckling and scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: that the communication failure occurred due to the cable failure, as the images no longer displayed. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿do not round the camera cable smaller than the diametral 20cm. Damage may occur. When the camera cable is in a round position, do not pull on it and stretch it gradually and straighten. Doing so can break the camera cable. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. Do not fix the camera cable with a pair. Doing so can break the camera cable. Do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that the hd 3cmos autoclavable camera head screen is not displayed, due to a unknown communication error during the therapeutic laparoscopic liver resection. The procedure was delayed for an unspecified amount of time; however, the intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.